Event description:
It was reported a filter implanted for one month migrated caudally. The pt was asymptomatic and the migration was discovered during a routine scan. It was reported that a couple of arms appeared to be perforating the vena cava. Extravasation was not verified. The inner diameter of the pt's vena cava is 28 mm. The filter was implanted 1 cm below the right renal and moved caudally 40 mm. The filter was removed. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for eval as it was discarded by the user facility. Based on the info rec'd, the results are inconclusive and the root cause of the event is unk. The current IFU (info for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. 2. Perforation of other acute or chronic damage of the ivc wall.